Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 467 mg/dl. The customer stated she would treat her high blood glucose with a manual injection. The customer was unsure why her blood glucose was high. No additional information provided.